Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm; however, the patient¿s low flow alarms were reportedly due to hypovolemia and bradycardia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple low flow values were captured; however, only one low flow alarm was able to be confirmed on (B)(6) 2022. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(4) with no further reported issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review due to the patient experiencing frequent asymptomatic low flows. Volume and blood pressure were controlled but low flow alarms persisted. Log file review confirmed a few low flow estimates when the calculated pulsatility index (pi) was elevated. The flow readings did not appear to be the result of any equipment malfunction. It was planned to admit the patient to the hospital for observation. The patient was suspected to be hypovolemic despite increasing fluid intake and liberalizing sodium intake. Two computed tomography (CT) scans with and without contrast were completed with no indication of inflow or outflow graft issues. It was noted that the patient was a poor historian and unable to assess if they were actually taking in the amount of fluids they reported. It was planned to implant a cardamoms device to allow for better volume assessment. Right heart catheterization (rhc) and echocardiogram were scheduled for (B)(6) 2022. The patient had the low flow software upgrade; however the alarms did not resolve with the software upgrade. The patient had vad speed change and multiple echocardiograms. The alarms were determined to be multifactorial (bradycardia, hypovolemia). Once the patient was euvolemic and heart rate increased, the alarms resolved.